Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) due to high rate non-sustained episodes and some short v-v intervals on the right ventricular (rv) channel. In addition, oversensing was noted on stored electrograms on both the rv an right atrial channels. The sensing issues were due to electromagnetic interference due to the patient¿s exposure to arc welding equipment. The ICD remains in use. No patient complications have been reported as a result of this event.